Manufacturer narrative:
The manufacturer previously reported the epiq elite ultrasound system image related missed cyst diagnosis. No patient or user was harmed as a result of the issue. Multiple attempts to have additional information, images, and logs were unsuccessful. The manufacturer believes they will be unable to gather any further information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Addendum of report. A thorough investigation was conducted with the system backup and logs. The findings indicate the system was working as intended and no malfunction was determined. This imaging issue occurs when soundwaves contact bubbles.

Event description:
It was reported there was a significant ceus (contrast-enhanced ultrasound) problem in nearfield anechoic lesions when scanning with the epiq elite ultrasound system contrast ist enhanced such that anechoic lesions in the b mode are filled with contrast even though only a small amount of contrast 1.0-1.2ml bolus ist used. The exam being performed was an abdomen, ceus examination, supine. The medical indication for this ultrasound was unclear abdomen with cyst. The cyst would have been overlooked if not known before exam. There was no medical intervention, no change in the patient¿s state of health. The alleged injury was a diagnosis that are not presented as characteristic. The user alleged the patient¿s safety is at risk when incorrect diagnosis is made due to poor ceus quality. The image issue was described as: the ceus contrast is so strong in the nearfield that anechoic lesions suddenly appear filled with contrast medium or are massively superimposed with artifacts. The exam was not completed.

Event description:
It was reported there was a significant ceus (contrast-enhanced ultrasound) problem in nearfield anechoic lesions when scanning with the epiq elite ultrasound system contrast ist enhanced such that anechoic lesions in the b mode are filled with contrast even though only a small amount of contrast 1.0-1.2ml bolus ist used. The exam being performed was an abdomen, ceus examination, supine. The medical indication for this ultrasound was unclear abdomen with cyst. The cyst would have been overlooked if not known before exam. There was no medical intervention, no change in the patient¿s state of health. The alleged injury was a diagnosis that are not presented as characteristic. The user alleged the patient¿s safety is at risk when incorrect diagnosis is made due to poor ceus quality. The image issue was described as: the ceus contrast is so strong in the nearfield that anechoic lesions suddenly appear filled with contrast medium or are massively superimposed with artifacts. The exam was not completed.